Event description:
The customer reported that a new secondary infusion was started at 75ml/hour and approximately 25 minutes later, the device was alarming air in-line and the secondary and primary IV bags were noted to be empty. The infusion was intended to infuse over 2.5 hours and the secondary bag volume was 200mls.

Manufacturer narrative:
The customer¿s report of an infusion completing sooner than expected was not confirmed. Physical inspection of the device noted no damages or anomalies. The pcu event log shows that there were multiple instances of air in line alarms that occurred on (B)(6) 2015 (13 ail alarms), however there were no instances of a secondary infusion running at a rate of 75ml/hr found in the log for the suspected pump module s/n (B)(4) or for the concomitant pump module s/n (B)(4). Functional testing was performed and found the pump module to be delivering fluid within specification. The root cause of the customer¿s report of an infusion completing sooner than expected was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.